Event description:
A report was received that the patient underwent an explant procedure due to soreness around the pocket site. The patient was also experiencing difficulty charging due to the ipg sitting at an angle in the pocket site. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to soreness around the pocket site. The patient was also experiencing difficulty charging due to the ipg sitting at an angle in the pocket site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.